Event description:
It was reported, the patient was regressing and their symptoms returned the night prior to this report. It was noted, the patient had an appointment with their healthcare professional on the day of this report. The reporter stated, the patient was adjusted yesterday afternoon and was okay for an hour and then they started to decline until they were completely disabled. It was noted the patient was complaining of symptoms behind their right ear and their arm. It was further noted the patient felt tightening that had improved in their arm, but not behind the ear. The reporter stated the patient had anxiety about their symptoms and they could not move. It was noted the patient was not able to adjust stimulation. It was noted the patient programmer showed a synchronize patient programmer and implantable neurostimulator warning screen. It was further noted the patient placed the antenna over the implant, pressed the sync key, and the warning screen went away. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40 lot# va07vdx, implanted: 2013 (B)(6); product type lead product ID 3389s-40 lot# va07vdx, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).